Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient presented to the hospital for a follow-up and it was noted that the sensing had decreased and the threshold had increased. A fluoroscopy showed a perforation to the pericardium. The lead was explanted and replaced when repositioning was unsuccessful.